Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments. No anomalies were found. However, there was apparent explant damage. The defibrillator conductor was distorted and had blood/body fluid (not obstructed). The exposed defibrillator coil had a white substance. The inner tubing was kinked/buckled. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). (B)(4): the full lead was returned and analyzed. No anomalies were found; however, visual analysis revealed apparent explant damage. The proximal conductor had blood/body fluid (not obstructed),. The outer insulation had a breached cut and a cosmetic depression. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and a decrease in impedance. The lead was explanted and replaced. It was also reported that the patient had received a shock, that their leads were tangled, and that the device had been flipping over in their chest. The patient developed a blood clot in their left arm and had pain and severe swelling. The patient was put on blood thinners and required rehabilitation. The device is still in use. It was further reported that one of the patients leads had moved within two months of implant and caused hiccups. The lead was repositioned and the patient developed an infection which eventually resolved. No further patient complications have been reported as a result of this event.